Event description:
An inflammatory mass was reported as being near the pt's catheter pathway. The pt experienced numbness in his arm. The pt's pump contained clonidine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).